Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint that a plastic casing, at the base of the permanent cautery spatula, broke off. Fa found a broken ceramic sleeve and a piece missing as a result of the breakage. Common causes of this type of failure is mishandling/misuse (such as excess force applied to the distal end of the instrument or accidental collisions).

Event description:
It was reported that during central processing, the technician noticed a plastic casing at the base of the permanent cautery spatula cracked at parts broke off. There was no report of patient involvement.